Manufacturer narrative:
Upon inspection, the baxter technician found the corner of the base was bent and an internal bolt within middle beam was bent as well. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The baxter technician replaced the middle beam to resolve the reported issue. Based on this information, no further actions are required at this time.

Event description:
A company representative - service personnel contacted technical service to report that viking m had an issue, lift tilted while under weight. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.